Event description:
Boston scientific received information that this physician stated he had a situation with a boston scientific field representative where prior to a surgery, a device was programmed off and was not programmed back on. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.